Event description:
A report was received that on 02 may 2016 the a1059 mayfield modified skull clamp loosened during a procedure thus slipping and causing a laceration. The resident surgeon said there was 60 lbs of pressure applied in the beginning of the case, and when the medical team took the drapes off, at the end of the case, there was only 20 lbs of pressure. The clamp had loosened, slipped and lacerated the scalp of the (B)(6) female patient while she underwent surgery. The clamp was removed and the patient's laceration was sutured. The incident led to a delay in surgery with an unknown amount of time. There is no further information available. The clamp that was used was not marked for identification and was placed back amongst several other clamps and therefore cannot be pulled out for inspection.

Manufacturer narrative:
Integra has completed their internal investigation on 13 jul 2016. The product was not returned for evaluation. A review of the device history records was not performed as the product was not sent in for inspection nor was the lot# provided. The most likely lot# could be 061 (manufactured on march 31, 2006). No manufacturing or design related trend has been identified. In summary - the device was not released for evaluation therefore the root cause to the end users experience could not be determined. Due to the nature of this reported failure the mayfield patient positioning for success chart was provided to the customer. If additional information is obtained, or the sample is returned, this investigation will be reopened.